Event description:
Reporter indicated a vns patient had high lead impedance readings with diagnostics. The vns was not disabled, and the reporter is aware of the manufacturer's recommendations to disable the vns when high lead impedance is received. There has been no known trauma or device manipulation. The patient has been referred for x-rays and vns revision. A surgery consult has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.